Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and display adaptor need to be replaced. The customer canceled the service call. A follow up report will be filed when additional details become available.